Event description:
Clinic notes dated (B)(4) 2013 were received which note that the patient "has had very poor control of his seizures." Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been received. The patient had a prophylactic battery replacement on (B)(6) 2013. The generator was returned on (B)(6) 2013 and is pending product analysis.

Event description:
Product analysis of the explanted generator was performed. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications as defined in final electrical test. During the product analysis there were no anomalies found with the pulse generator. No additional information has been received.

Manufacturer narrative:
Analysis of programming history.